Event description:
The reporter stated that, the surgeon was advancing a single piece collamer lens model cc4204bf and the lens became stuck in the injector. This was prior to insertion, so no pt injury.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens is stuck inside the injector and the injector's nosecone is damaged. The foam tip plunger was received and visual inspection shows the plunger is broken. There was reddish residue on the injector. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the cartridge was not returned for evaluation.